Event description:
The patient¿s attorney alleged a deficiency against the device. During a procedure, the patient underwent a sigmoidectomy colorectal anastomosis, the surgeon noted a pin popped out of place when the anvil was pulled through the colonic wall. The surgeon was unable to mobilize the anvil and had to instead enter through another port to remove it. A second stapler was used to complete the anastomosis. The surgeon noted a small leak proximal to the anastomosis which appeared due to the removal of the first stapler. The leak was repaired with sutures. Three days later, post-operative, the patient experienced vomiting, tachycardic, stomach became tight and distended, infection of the incision line, contamination of the dehisced anastomosis, physically weakened, weight loss, fever, pneumonia. The patient treatment included additional hospitalization, additional medical procedures, fit with colostomy, surgical intervention, intubated at various points, drainage, a wound vac.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The patient¿s attorney alleged a deficiency against the device. During a procedure, the patient underwent a sigmoidectomy colorectal anastomosis, the surgeon noted a pin popped out of place when the anvil was pulled through the colonic wall. The surgeon was unable to mobilize the anvil and had to instead enter through another port to remove it. A second stapler was used to complete the anastomosis. The surgeon noted a small leak proximal to the anastomosis which appeared due to the removal of the first stapler. The leak was repaired with sutures. Three days later, post-operative, the patient experienced vomiting, tachycardic, nausea, stomach became tight and distended, infection of the incision line, ileus, contamination of the dehisced anastomosis, cyst, diverticulitis, pleural effusions, necrosis, edema, fluid collection, leukocytosis, altered mental state, hernia, open wounds, adhesions, inflammation of small bowel, physically weakened, purulent drainage, weight loss, fever, pneumonia. The patient treatment included additional hospitalization, additional medical procedures, fit with colostomy, surgical intervention, intubated at various points, mobilization of splenic flexure, creation of end colostomy, partial omentectomy, ng tube placement, IV fluids, IV antibiotics, jp drain, CT guided percutaneous drain placement, multi-lumen PICC line placed, home physical therapy, hernia repair with new mesh, bilateral component separation and wound vac placement.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. During a procedure, the patient underwent a sigmoidectomy colorectal anastomosis, the surgeon noted a pin popped out of place when the anvil was pulled through the colonic wall. The surgeon was unable to mobilize the anvil and had to instead enter through another port to remove it. A second stapler was used to complete the anastomosis. The surgeon noted a small leak proximal to the anastomosis which appeared due to the removal of the first stapler. The leak was repaired with sutures. Three days later, post-operative, the patient experienced vomiting, tachycardic, nausea, stomach became tight and distended, infection of the incision line, ileus, contamination of the dehisced anastomosis, cyst, diverticulitis, pleural effusions, necrosis, edema, fluid collection, leukocytosis, altered mental state, hernia, open wounds, adhesions, inflammation of small bowel, physically weakened, purulent drainage, weight loss, fever, pneumonia, cellulitis of abdominal wall, acute kidney failure, pneumonitis, hematoma of skin. The patient treatment included additional hospitalization, additional medical procedures, fit with colostomy, surgical intervention, intubated at various points, mobilization of splenic flexure, creation of end colostomy, partial omentectomy, ng tube placement, IV fluids, IV antibiotics, jp drain, CT guided percutaneous drain placement, multi-lumen PICC line placed, home physical therapy, hernia repair with new mesh, bilateral component separation and wound vac placement.

Manufacturer narrative:
Additional information ¿ b5, b6, b7, g3, h2, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. During a procedure, the patient underwent a sigmoidectomy colorectal anastomosis, the surgeon noted a pin popped out of place when the anvil was pulled through the colonic wall. The surgeon was unable to mobilize the anvil and had to instead enter through another port to remove it. A second stapler was used to complete the anastomosis. The surgeon noted a small leak proximal to the anastomosis which appeared due to the removal of the first stapler. The leak was repaired with sutures. Three days later, post-operative, the patient experienced vomiting, tachycardic, nausea, stomach became tight and distended, infection of the incision line, ileus, two strains of escherichia coli, positive for enterococcus species, contamination of the dehisced anastomosis, cyst, diverticulitis, pleural effusions, necrosis, edema, fluid collection, leukocytosis, altered mental state, hernia, open wounds, adhesions, inflammation of small bowel, physically weakened, purulent drainage, weight loss, fever, pneumonia, cellulitis of abdominal wall, acute kidney failure, pneumonitis, hematoma of skin, chest pain. The patient treatment included additional hospitalization, additional medical procedures, fit with colostomy, surgical intervention, intubated at v arious points, mobilization of splenic flexure, creation of end colostomy, partial omentectomy, ng tube placement, IV fluids, IV antibiotics, jp drain, CT guided percutaneous drain placement, multi-lumen PICC line placed, home physical therapy, hernia repair with new mesh, bilateral component separation and wound vac placement.

Event description:
The patient¿s attorney alleged a deficiency against the device. During a procedure, the patient underwent a sigmoidectomy colorectal anastomosis, the surgeon noted a pin popped out of place when the anvil was pulled through the colonic wall. The surgeon was unable to mobilize the anvil and had to instead enter through another port to remove it. A second stapler was used to complete the anastomosis. The surgeon noted a small leak proximal to the anastomosis which appeared due to the removal of the first stapler. The leak was repaired with sutures. Three days later, post-operative, the patient experienced vomiting, tachycardic, nausea, stomach became tight and distended, infection of the incision line, ileus, contamination of the dehisced anastomosis, cyst, diverticulitis, pleural effusions, necrosis, edema, fluid collection, leukocytosis, altered mental state, hernia, open wounds, adhesions, inflammation of small bowel, physically weakened, purulent drainage, weight loss, fever, pneumonia, cellulitis of abdominal wall, acute kidney failure, pneumonitis, hematoma of skin, chest pain. The patient treatment included additional hospitalization, additional medical procedures, fit with colostomy, surgical intervention, intubated at various points, mobilization of splenic flexure, creation of end colo stomy, partial omentectomy, ng tube placement, IV fluids, IV antibiotics, jp drain, CT guided percutaneous drain placement, multi-lumen PICC line placed, home physical therapy, hernia repair with new mesh, bilateral component separation and wound vac placement.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. During a procedure, the patient underwent a sigmoidectomy colorectal anastomosis, the surgeon noted a pin popped out of place when the anvil was pulled through the colonic wall. The surgeon was unable to mobilize the anvil and had to instead enter through another port to remove it. A second stapler was used to complete the anastomosis. The surgeon noted a small leak proximal to the anastomosis which appeared due to the removal of the first stapler. The leak was repaired with sutures. Three days later, post-operative, the patient experienced vomiting, tachycardic, nausea, stomach became tight and distended, infection of the incision line, ileus, two strains of escherichia coli, positive for enterococcus species, contamination of the dehisced anastomosis, cyst, diverticulitis, pleural effusions, necrosis, edema, fluid collection, leukocytosis, altered mental state, hernia, open wounds, adhesions, inflammation of small bowel, physically weakened, purulent drainage, weight loss, fever, pneumonia, cellulitis of abdominal wall, acute kidney failure, pneumonitis, hematoma of skin, chest pain. The patient treatment included additional hospitalization, additional medical procedures, fit with colostomy, surgical intervention, intubated at v arious points, mobilization of splenic flexure, creation of end colostomy, partial omentectomy, ng tube placement, IV fluids, IV antibiotics, jp drain, CT guided percutaneous drain placement, multi-lumen PICC line placed, home physical therapy, hernia repair with new mesh, bilateral component separation, tpn (total parenteral nutrition), and wound vac placement.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.